Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. A second capsule was successfully placed during the same procedure. There was no harm to the patient and the user. No intervention was required. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used on the back of the capsule to facilitate placement of the capsule. The delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.